Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable high etoh2 ethanol gen.2 result for one patient sample. The initial etoh2 result was 23.2 mg/dl. The customer performed ggt testing as a confirmatory test and the result was 18 u/l (normal). The sample was repeated for ethanol and the results were 0.6 mg/dl and 1.7 mg/dl. No erroneous result was reported outside the laboratory. There was no allegation of an adverse event. The reagent lot number was 22327901 with an expiration date of 9/30/2017. A specific root cause could not be determined. Based on the calibration and qc data provided, a general issue with the reagent or instrument could be excluded. Review of the reaction kinetics provided did not indicate any issue. A possible cause could have been contamination from another sample or from a disinfectant containing ethanol used to clean the probes, system surface, or the laboratory environment.